Event description:
The physician's dell x50 handheld and associated flashcard were returned to the manufacturer and product analysis has been completed. There were no anomalies found with the returned flashcard or databases. The flashcard and software performed according to functional specifications. During analysis of the returned flashcard, it was noted that the sync cable connector on the bottom of the handheld was damaged. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle however no mishandling was reported.

Event description:
It was reported on (B)(6) 2011 that a md's dell x50 handheld device was not functioning properly as the port at the bottom of the hhd appeared to be broken. A company representative performed troubleshooting (tried different wands, tried to reset the handheld, tried three different cables to connect to the handheld) and isolated the issue to the handheld device as there was a distinct "squeakiness" when the cable was connected to the port of the handheld device. A replacement handheld device was sent and good faith attempts to the have the handheld in question returned to the manufacturer for analysis have been unsuccessful to date.